Manufacturer narrative:
This report is being submitted to correct the device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that the field representative called technical services (ts) reported receiving inquiry from the device treating clinician about magnetic resonance imaging (MRI) safety of the implantable cardioverter defibrillator (ICD) system. The clinician had reported this right atrial (ra) lead exhibited high out of range pacing impedances and suspected cause to be due to fracture. Ts discussed with the field representative that due to the ra lead integrity being compromised, the device system would not be MRI conditional, and the MRI scan would be considered to be off label if performed. No additional adverse patient effects were reported. This ra lead remains in service.

Event description:
It was reported that the field representative called technical services (ts) reported receiving inquiry from the device treating clinician about magnetic resonance imaging (MRI) safety of the implantable cardioverter defibrillator (ICD) system. The clinician had reported this right atrial (ra) lead exhibited high out of range pacing impedances and suspected cause to be due to fracture. Ts discussed with the field representative that due to the ra lead integrity being compromised, the device system would not be MRI conditional, and the MRI scan would be considered to be off label if performed. No additional adverse patient effects were reported. This ra lead remains in service.